Event description:
The patient contacted lifescan (lfs) alleging that the ok button was giving delayed responses and sometimes not responding at all. Patient mentioned that issue began approximately 1 month ago. The patient mentioned that sometimes she wipes the display with alcohol swab. Customer service advised the patient not to use harsh cleaners on the pump. The product was replaced. The complaint is being reported since the alleged issue was not resolved over the phone.

Manufacturer narrative:
(B)(4): testing confirmed that the ok key has an intermittent response when pressed; all other keys function as expected. Keypad is entirely intact, with no peeling or damage observed. Removed the keypad; no hypersensitive or inverted key contacts were observed. There was visible contamination under all of the key contacts. Unrelated to this complaint, the display screen has a pinkish contrast when booted to the verify screen.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.